Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display during a case. There was no patient injury.